Manufacturer narrative:
The customer was sent a replacement pump. The pump in style advanced-on-the-go-tote was received on 3/9/16 and evaluated by quality engineering on 3/17/16. The attached product evaluation revealed that the pump passed all functional tests and operated within specifications. The technician noted in the evaluation that the tubing is damaged and covered with residue. See attached product evaluation for details. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing low suction with her pump in style advanced on-the-go tote. The customer reported to medela customer service on (B)(6) 2016 that she was diagnosed with clogged ducts and mastitis and prescribed antibiotics. The customer stated the mastitis is getting better, but not yet completely resolved. In follow up with a medela clinician on (B)(6) 2016, the customer reported she had been taking dicloxacillin for mastitis and no longer experiencing symptoms. The customer also stated that the replacement pump is working properly.